Event description:
It was reported that the patient presented to the hospital with difficulty breathing and fatigue. Presenting rhythm was 45 beats per minute. The pulse generator could not be interrogated and no pacing was seen. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.